Manufacturer narrative:
The insulin pump had no button error alarm. However, it had an intermittent button response due to flattened esc keypad dome. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The keypad connector found close properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A nurse called in for the customer to report a button error alarm. The customer's blood glucose level was unknown. The product was replaced. No further details were provided.